Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the distal tip of the peel-away sheath was split and frayed. The sheath also contained a crease and signs of buckling. These defects indicate undue force was applied to the sheath tip. The sheath was split along the score line. The total length of the peel-away sheath measured to be 2.80" which is within specifications of 2.625- 2.875" per product drawing. The inner diameter (measured from the proximal end) measured to be 0.066" which is greater than the minimum specification of 0.066" per product drawing. The outer diameter of the returned peel-away sheath measured to be 0.078" which is within specifications of 0.078-0.084" per product drawing. This indicates that the wall thickness measured within specifications. The returned dilator was able to advance and retract from the returned peel-away sheath with minimal resistance. The peel-away sheath was fully peeled along the score lines. A device history record review was performed with one potentially relevant finding. A non-conformance was initiated for peel-away sheath splitting incorrectly. This nc focused on the sheath not splitting along the score lines, which was not detected during testing of this sample. The IFU provided with this kit instructs the user, "grasping near skin, advance sheath/dilator assembly with slight twisting motion to a depth sufficient to enter vessel." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was frayed and split as well as signs of buckling, indicating undue force caused or contributed to this event. The sample passed all relevant dimensional and functional testing. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the inserter was placing a single lumen midline on a patient and when advancing the introducer into the skin over the wire, the peel away sheath peeled and could not be advanced. A conversion kit was obtained , and a new introducer was used to complete the procedure. The midline was placed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the inserter was placing a single lumen midline on a patient and when advancing the introducer into the skin over the wire, the peel away sheath peeled and could not be advanced. A conversion kit was obtained , and a new introducer was used to complete the procedure. The midline was placed successfully.